Event description:
On (B)(6) 2026, in saudi arabia, the patient had blood glucose levels of 175 mg/dl and was treated with insulin pump administration.

Manufacturer narrative:
E1: name: (B)(6) country: united states of america address ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.